Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that there is flap issue in the unknown eye of a patient during refractive surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. During a service case opened for the reported event the field service engineer inspected the system and perform a full service and installation record. System meets specification as per service installation record. The event could neither be confirmed nor replicated. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows four successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment cannot be identified in the logfile. The review of the complete treatment day shows that two beam control checks were performed way before the start of the treatments and not immediately before the treatments. The review also shows that during two treatments the suction process was achieved without missed vacuum one or two and re-dockings. One treatment was interrupted during canal cut by the surgeon releasing the laser pedal. The treatment was finished successfully. The review also shows that all treatments were performed with no or not relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to return for investigation. No device related issues were identified based on the provided data. The manufacturer internal reference number is: (B)(4).